Event description:
It was reported the pt was unable to communicate with his ipg and observed communication errors. The ipg is superficial and adding space was unable to resolve the issue. A replacement programmer was unable to resolve the issue. An sjm rep met with the pt and was able to get communication with the new wand and old programmer intermittently. The pt is considered pocket revision. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.